Event description:
It was reported that a patient presented with high pacing impedance note due to lead fracture. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout the procedure.